Event description:
Reporter alleged blood glucose result of 11 mg/dl immediately after an undosed test strip was placed in the meter on the active s system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.